Manufacturer narrative:
(B)(4). The sample associated with this report was received. The reported condition was confirmed. Visual inspection confirmed that the tube presented damage (a hole) in the area where the evac suction tail is attached. The cause was identified as being related to manufacturing process instructions, and tooling. Updates to the manufacturing procedures and tooling are in progress and 100% inspection is in progress until the updates are completed.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number; the date of manufacture cannot be determined.

Event description:
Soon after intubation, a leak from the evac line was confirmed. The tube was removed and the patient was reintubated.